Event description:
It was reported via a call from the cath lab (cl) rn to the clinical support specialist (css) on (B)(6) 2015 at 1405 est to troubleshoot he (helium) loss alarms. The rn was called into the cl post insertion due to the loss alarms. The iab-s840c was inserted through the sheath via femoral without issue. Immediately post insertion the intra-aortic balloon pump (autocat2wave) alarmed he loss (unknown if 2 or 3). Initially there was no blood noted in the tubing. The rn stated they opened another kit and replaced just the gas line tubing, during this process, blood was then noted in the tubing. When the css returned the rn's call they were just noting the blood in the tubing. The sheath and iab were removed and the iab was being replaced (same insertion site). The second insertion was successful and no alarms were occurring on the pump. At 1437 est the rn called the css with the serial number for the iab that was removed. The rn stated that there was blood throughout the tubing, however the rn stated that no blood entered the pump as this occurred while they were switching out the tubing. The second iab was inserted with minimal interruption and no alarms occurring at this time; the pump is achieving the goals of therapy. The rn did state that the doctor reported significant calcification on insertion and feels this is likely the cause of the abrasion. The rn thanked the css for the assistance. There were no pump strips generated or an x-ray for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is the patient is currently stable and supported on iabp therapy successfully.

Manufacturer narrative:
(B)(4).